Manufacturer narrative:
The device was subjected to electrical/mechanical function testing and battery discharge analysis. The battery is partially depleted - normal. The difficulty removing the lead was due to the presence of blood in the pin area of the header capacity.

Event description:
The reporter indicated that during a replacement, while trying to extract the lead, the connector pin could not be removed from the header. The lead was cut and capped.